Manufacturer narrative:
A boston scientific technical services consultant discussed with the caller that a gradual rise is not indicative of a fracture and suggested the caller should program the out of range limits. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system has been exhibiting a gradual rise in pacing impedance on all channels and measurements on the left ventricular (lv) channel are greater than 2000 ohms. Additionally, there has been a gradual rise in shocking impedance measurements. No adverse patient effects were reported.